Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, swelling, bone/tissue damage, elevated metal ion levels and metallosis. Legal counsel for patient also reported that a second revision procedure was performed on an unknown date due to patient allegation of dislocations. A review of invoice history confirmed the initial surgery date and suggests the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet ceramic head during the first revision procedure. An invoice was located for a second revision procedure that took place on (B)(6) 2012 to remove and replace the ceramic head and taper for an unknown reason. An additional invoice was located and indicates that a third revision procedure was performed on (B)(6) 2014 to remove and replace the ceramic head, ceramic taper and femoral stem with a cement spacer. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2012 due to pain, difficulty walking and elevated metal ion levels. Operative report noted the presence of a gray stained synovium, metallosis, fluid, osteolysis and thinning of the posterior wall. The modular head and acetabular cup were removed and replaced with a competitor's acetabular cup and a biomet ceramic head and adapter. Operative report received noted patient underwent an additional right hip revision on (B)(6) 2012 due to pain and instability. Operative report further noted the presence of an abductor insufficiency. The biomet ceramic head was removed and replaced with a biomet ceramic head along with a competitor's acetabular liner.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, swelling, bone/tissue damage, elevated metal ion levels and metallosis. Legal counsel for patient also reported that a second revision procedure was performed on an unknown date due to patient allegation of dislocations. A review of invoice history confirmed the initial surgery date and suggests the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet ceramic head during the first revision procedure. An invoice was located for a second revision procedure that took place on (B)(6) 2012 to remove and replace the ceramic head and taper for an unknown reason. An additional invoice was located and indicates that a third revision procedure was performed on (B)(6) 2014 to remove and replace the ceramic head, ceramic taper and femoral stem with a cement spacer. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. "Material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2014-02524/02527, 02529 & 02678). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.